Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed tank harness. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction- d. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the pump was not working in arctic sun device. Per follow up information received via email on 20jun2024, device was sent to local service depot approved facility. Issue resolved by replacement of tank harness and main voltage circuit card .

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the pump was not working in arctic sun device. Per follow up information received via email on 20jun2024, device was sent to local service depot approved facility. Issue resolved by replacement of tank harness and main voltage circuit card.

Event description:
It was reported that the pump was not working in arctic sun device. Per follow up information received via email on 20jun2024, device was sent to local service depot approved facility. Issue resolved by replacement of tank harness and main voltage circuit card.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed tank harness. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Complaint re-opened to update UDI information with all available information per gudid the reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.